Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's (B)(6) permanent procedure, intraoperative lead testing revealed high impedance measurements with the trial lead. In turn, the patient's trial lead was explanted and replaced which resolved the issue.